Manufacturer narrative:
(B)(4)

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 210 h dialyzer. During the treatment the patient developed clinical symptoms of respiratory failure and was treated with antihistamines and polaramine. The treatment continued and was completed with blood restitution according to schedule. No hospitalization was required.